Event description:
Robotic instrument (vessel sealer extend) tagged for repair. No failure form present. Unable to determine if instrument failure occurred before, during, or after case. Instrument tagged with "stopped working." No patient information or case data found.